Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the gantry of the imaging system would not move in the y direction when prompted by the user. It was reported that the motion firmware was reloaded on the imaging system. The representative then re-invalidated the home on the system and checked that all voltages were within range. It was reported that the generator error was not found in the logs of the imaging system. Rad and gain calibrations were then performed. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while calibrating the imaging system, the system did not respond when sending motion updates from the viewing station of the imaging system to the main imaging system. Restarting the imaging system resulted in the x-ray not initializing. It was reported that restarting the imaging system multiple times did not restore functionality and the generation was not ready. There was no patient present when this issue was identified. No additional information was provided.